Manufacturer narrative:
Section a4, a5: unknown/ not provided. (B)(4) section b3: date of event: unknown, not provided. Best estimate of date of event is between jan. 8, 2020, and nov. 13, 2024. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 (to capture unplanned vitrectomy and incision enlarged). Section h6: health effect - clinical code: 4581 (to capture incision enlarged). Attempts have been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor had to exchange a symphony intraocular lens (iol). Reason for explant was due to visual issues of glare and double vision in the right eye. There was vitrectomy and enlargement of primary incision. The original lens was replaced with a non-johnson and johnson iol. Patient outcome indicated as lovely, so far so good. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 18, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half and the two pieces were stuck together. The lens was cleaned and separated presenting with no additional issues. No further evaluation was performed. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. History review: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: in review, it was noticed that the narrative for the "b3" that entered in section "h11" of initial MDR report was not correct as more specific information had been provided. Therefore, the information is corrected in this supplemental MDR report as the following narrative was updated accordingly: section b3: date of event: exact date is unknown/not provided. Best estimate of date of event is 2 weeks post op ((B)(6) 2020). All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.